Event description:
It was reported the patient was in the ER friday ((B)(6) 2012) due to his pump running empty. The patient started noticing symptoms/that something wasn't right with his device on (B)(6) 2012. The patient had return of symptoms (bone pain) in right leg. The patient reported the hcp was "messing around with" the concentration of his meds in june (last refill) and at that time the patient was led to believe he would have a couple of months until his next refill. The patient was not aware his pump was going to run empty. The patient also indicated that they didn¿t ¿feel great¿ but it was what it was. The pump was used to deliver clonidine, bupivacaine, and dilaudid. Additional information later received indicated the patient received assistance from my doctor or manufacture representative and his concerns were resolved and also indicated that the patient was still having concerns regarding my device or therapy but an appointment had been scheduled for (B)(6) 2012. Additional information later indicated that the patient had not been under the care of the clinic in (B)(6) since (B)(6) 2011 and the most recently under the care of a clinic in (B)(6). The last refill was (B)(6) 2012. The patient was then discharged from (B)(6) for reasons the reporter was unaware of. Additional information later reported a dye study was performed. The pump was explanted (B)(6) 2013. The patient outcome was noted as recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the unknown catheter revealed catheter sc connector tear in seal near guide ring.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
The analysis of the unknown catheter was updated to include that the tear in the seal near the guide ring of the sutureless connector (sc) was not a significant anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.